Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that their atellica sample handler prime system and connected analyzer stopped processing samples from the emergency room (ER). The system displayed a " not connected to pcc" message in the status menu. The customer pressed "resume" from the system status menu, and the system module reconnected. The customer noted that samples were listed in the worklist and had different times for completion. The customer monitored the system and indicated that samples were not processing and exceeded their completion times. The customer moved the ER samples from the worklist to historical and manually reordered the samples to resume testing. Siemens is informed that the customer experienced a 15-20 minute delay in testing metabolic panels and a delay in transmitting stat results due to the loss of connectivity in the atellica sample handler prime system. The customer informed siemens that the event occurred once and resolved. No further assistance was required.

Event description:
The customer informed siemens that the atellica sample handler prime, serial number (B)(4), disconnected from the process control computer (pcc). The loss of connectivity caused the connected analyzer to stop processing samples and delayed testing and reporting results from stat samples. There are no reports of patient intervention or adverse health consequences due to delay in testing and reporting results.